Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level at the time of the call. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, the customer experienced a high blood glucose level the next day ((B)(6) 2016) of 500 (mg/dl). Contact believes the customer's high was due to the malfunction on the previous day. It was indicated that the customer delivered correction boluses and then switched to a backup pump.